Event description:
On (B)(6) 2012, the patient contacted animas alleging that the cartridge and tubing connection became loose twice over the past two weeks. There were no reported blood glucose excursions as a result of the alleged malfunction. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. This complaint is being reported because an issue with the connection between the infusion set and the cartridge can result in interruption of insulin delivery.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.